Event description:
It was reported that shock impedance out of range (>150 ohm) was noted via home monitoring. X-ray indicated insulation damage. Therapy was turned off. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between june 11, 2023 and july 12,2023 recorded the shock impedances >150 ohms between june 30, 2023 and july 8, 2023 as well as on july 10, 2023. The provided x-ray images showed the lead in the pocket area in two tight loops. An interaction with the generator housing cannot be excluded. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional relevant information or the device itself become available for analysis, the investigation will be updated.